Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far p oversensing on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.

Event description:
New information notes the physician elected to explant and replace the rv lead. The patient condition was stable.